Event description:
It was reported that the right atrial (ra) lead had high impedance and many atrial fibrillation (af) episodes with possible noise. The right atrial (ra) lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. There was one patient alert for out of tolerance (oot) sub-threshold lead impedance on (B)(4) 2013. Weekly pace lead trend data show various spike increases for max atrial pace bi impedance= 532 to 4047 ohms range between (B)(4) 2013 and (B)(4) 2013.

Event description:
It was reported that the right atrial (ra) lead had high impedance and many atrial fibrillation (af) episodes with possible noise.the right atrial (ra) lead will be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).